Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to clogging of nozzle, air/water supply volume did not meet the standard value. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on the bending section cover had a scratch. Due to clogging of nozzle, water removal ability did not meet the standard value. The bending tube and connecting tube had a dent. The light guide lens had discoloration. The adhesive around the light guide lens was peeled and connecting tube had a scratch. The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. The air/water nozzle was flushed with air and water and detergent solution. There was no delay/lag time between the end of clinical use and the start of pre-cleaning. The air/water nozzle was wiped with lint-free cloths/brushes/sponges. The scope was not immersed in detergent solution. There were no abnormalities in the accessories used for reprocessing. According to the customer, the following details regarding the cds process were unknown: what the foreign material was. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, there were foreign objects in the nozzle of the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined what foreign material was in the nozzle. There was no damage to the area where the foreign material was detected, and reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.